Event description:
It was reported that the insulin pump excessively alarmed no delivery during set change and bolus. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Customer reported that the alarm was resolved by a complete set change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.